Event description:
A user facility reported a capsular bag tear was noted after insertion of the intraocular lens (iol). The iol was removed and replaced during the same procedure. In a f/u, the surgeon reported that a vitrectomy was performed. The iol was replaced for a different model. The pt was placed on medications. The surgeon reported the event continues, but is expected to resolve with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 10/23/2009 by phone, fax, and mail. A completed questionaire was received on 10/27/2009. This report was mailed to FDA on: 10/28/2009.